Event description:
It was reported that a patient presented for a laser lead explant due to noise, pacing inhibition and presyncopy. The lead was attached to competitors device. The procedure was successful. The patient was stable post procedure.

Event description:
New information received indicates that high, out of range, pacing lead impedance was also noted.

Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.